Event description:
It was reported that the touch screen are unresponsive even when plugged into a power source. The customer also reports that only the top half of the screen displays normally and there are cracks on the screen.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.